Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed bubbles in the wash pump assembly. The fse replaced the rotor and stator components in the wash valve to resolve the issue. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for five (5) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The first patient result was repeated on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and a negative result was generated. The first patient was re-drawn and tested on instrument serial (B)(4). Results were again negative. The customer re-tested the same samples for the following four patient results on instrument serial (B)(4). All results were negative. The first erroneous patient result was reported out of the lab, the following four erroneous patient results were not reported out of the lab. There was no report of patient injury or change in patient treatment associated with this event. All system parameters, including access accutni+3 quality control and system check were within assay and instrument specifications before the erroneous results were generated. After the erroneous results were generated the customer generated access accutni+3 quality control results which were out of specification. The customer also completed a system check which failed. No information was provided on the sample collection tube. The customer reported no visible issues with the integrity of the sample.